Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -10%. No patient involvement reported.

Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's problem was not duplicated in that the pump "fails acc - 10%" issue during the investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications instead of under delivered. Found fluid ingression on pump by the chassis base of the expulsor, which caused inconsistent delivery issue. Expulsor assembly will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.